Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, that the transmitter stopped working. No additional event or patient information is available. Data was provided for evaluation. The reported event of transmitter stopped working was not confirmed via data. A root cause could not be determined.